Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17037934 is 10885403227998. The customer¿s report of a leak below the drip chamber was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in fluid flowing freely with no signs of leaking or occluding. The root cause of the reported event was not identified.

Event description:
The customer reported that a continuous infusion of vancomycin was found to be leaking below the drip chamber. There was no report of patient harm .